Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse concurrently with a robot assisted colpopexy and cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015.

Manufacturer narrative:
(B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2014 through (B)(6) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(6) 2014 through (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ (B)(4); artisyn y-shaped mesh unknown product - (B)(4); gynecare gynemesh - (B)(4); gynecare gynemesh ps - (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015. Supplemental 14 - attachment: [(B)(4) 2015 oto supplemental 14.xlsx].

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2015 supplemental 15 - attachment: [(B)(6) 2015 oto supplemental 15.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.